Manufacturer narrative:
Insulin pump passed the displacement. Pump received with broken cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of incident. The customer stated that the reservoir ring had cracks and chunks was missing. Customer stated that the reservoir ring does lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.